Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) will not start up. The mvs booted up fine for earlier cases on the same day. Medtronic imaging was aborted and the site proceeded the case with another imaging system for navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was not booting up. The issue was resolved when the representative replaced the mobile view station (mvs) uninterruptible power supply (ups). Once the component was replaced, the imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned mvs ups resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the battery will no longer hold charge. Medical device reporting regulation. This report is based upon information obtained. If information is provided in the future, a supplemental report will be issued.